Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated buttons may have been held longer than three seconds. Customer also reported damage to the insulin pump. Customer stated that there is a crack on the battery chamber and a crack on the face of the pump. Customer's blood glucose reading was 120 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window and